Event description:
Mobility, pain, bleeding, infection, swelling, implant just spinned and infection were reported. Bone quality at the time of implant failure type iii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.

Manufacturer narrative:
No evidence was found with the implant itself after evlauation. Customer reported infection, implant just spun and no osseointegration.